Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr d/l groshong nxt catheter was returned for evaluation. An initial visual observation revealed evidence of clinical use including biological residue on the catheter and needleless injection caps on both luer hubs. A functional test of flushing the catheter with water using a 12ml syringe was performed, and a leak was observed between the 33 cm and 34 cm depth markers. A microscopic observation revealed a split where the leak was found. The split had an uneven shape and smooth fracture surface. The edges appeared to be mostly clean and sharp. These features suggest the catheter was likely damaged by an external source, most likely contact with a hard and/or metallic instrument. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that a PICC was inserted (B)(6) and started transfusion. Health professional said it was a little difficult to infuse. The next day, leakage was confirmed at the time of flushing. Leaked out near, vicinity 33cm to 34cm and damaged. There was no reported patient injury. Leakage due to catheter breakage. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.